Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the device meets its specifications. No problem detected with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a diagnostic gastroscopy procedure, the gastrointestinal videoscope ha a stripey image. There was a less than 30 minutes delay and a back-up device was used to complete the procedure with no reports of patient harm or injury.